Event description:
It was reported that the devices were used during a laparoscopic cholecystectomy, the clip scissoring, grasper handle housing came apart and would not lock correctly. No patient consequences.